Manufacturer narrative:
Submit date: 6-14-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the gauze are fraying and the blue x-ray band is coming off.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported the gauze are fraying and the blue x-ray band is coming off.¿ a review of the device history record (DHR) for lot no. 17m048462 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Two (2) separate samples were received for evaluation. The first sample received consisted of one (1) unopened package. Visual inspection did not confirm the reported condition. The second sample received consisted of ten (10) sponges. The condition observed were raw edges and a fold that came loose. This is not fraying. Visual inspection did not confirm the reported condition. The reported customer complaint is not confirmed. A root cause could not be determined. If information is provided in the future, a supplemental report will be issued.